Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room following a fall. Upon interrogation oversensing of noise was seen on the right ventricular (rv) channel, however it was noted that the patient had an underlying rhythm thus there was no pacing inhibition. In addition to the noise, it was found that approximately three months earlier the lead safety switch (lss) was triggered for the pacemaker and another manufacturer's rv lead due to low out of range pacing impedance measurements of less than 200 ohms. During the emergency room interrogation, all impedance measurements were within range and stable. The patient was referred to their clinic for further follow up. The patient was seen in the clinic 10 days later where the pacemaker sensing was reprogrammed back to bipolar. During the office visit the noise and low impedances were unable to be replicated by physically palpating the pacemaker or performing isometric exercises. The patient was scheduled to follow up in six months. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient presented to the emergency room with complaints of chest pain. A remote interrogation was performed which found no stored episodes that correlated with the patient symptoms. There was a stored episode as a result of oversensing of noise on the right ventricular (rv) channel from the previous day. Further review found that the previously documented fall had led to a fracture of another manufacturer's rv lead. The chest pain was a result of pocket stimulation from pacing. The patient was transferred to another facility for a revision procedure. A revision procedure was performed where the entire pacemaker system was explanted. No additional adverse patient effects were reported.